Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level (bg) rose to 402 mg/dl while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. The pod's cannula was found bent. Bleeding at the infusion site was also reported. Ketones were checked and found to be 0.2. As treatment, a new pod was applied. Extra insulin and an extra pump were also administered.